Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that when they get down to about 40% on their implant, they are having problems. Patient stated that they get a lot of pressure on their right side where the stimulator is and they are getting major headaches and the stimulation is going up to their brain. Patient mentioned that they are supposed to be going in for a pocket revision on (B)(6); patient added that they are getting the revision because they lost 71 pounds. Patient also mentioned that this is the 3rd time this has happened in the last 2 weeks. Patient said that it seems to be that as soon as they get down to 40%, it feels like they have a major headache to the point where they thought they were going to throw up and they were lightheaded and dizzy and it almost felt like they had vertigo. Patient noted that they couldn't sleep downstairs on their sofa when they didn't feel good, so they had to go back to their room and bring a bucket with them and close their eyes, no tv on in their room, and their son's room had to be quiet because that's how intense the feelings were. Patient confirmed that they have not felt like that in a long time. Patient asked if a medtronic representative could look up on their device to see what is going on when they were at 40%; agent reviewed information with patient and reviewed role of rep. Patient mentioned that they can feel the implant and feel the leads and it feels like they are being tugged on when they are at 40%. Patient noted they noticed they feel a little better after charging the implant and taking naproxen, the symptoms go away for a bit. The patient was redirected to their healthcare provider to further address the issue.